Event description:
International customer reported that the nurse was not able to reactivate the device three days after initially placing the device in service. The nurse observed a tear around the left heat seal of the device. The device was removed from service and exchanged. No adverse patient consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 11/19/2008. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.